Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2015 resulting in fixture loss. The device has not been made available for analysis as of the date of this report, august 27, 2015.